Manufacturer narrative:
No further information is available and the reporter is anonymous, so investigation of the device is not possible. Appropriate usage of x-tip requires proper management of the entry location, the amount of pressure placed onto the drill, and thickness of the cortical plate of bone overlying site. Because permanent damage to a body structure resulted in this case, this event meets the criteria for reportability per 21 cfr part 803. The device is not available for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
On (B)(6) 2014, dentsply received a maude report from the FDA that stated "xtip was used during endodontics procedure resulting in bone necrosis at injection site and requiring oral surgery to remove dead bone two otherwise healthy teeth."